Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed active current measurement, rewind, seating, basic occlusion test, and displacement test. Unit failed to pass the force sensor test due to unexpected insulin flow blocked. Unable to perform the occlusion test due to unexpected insulin flow blocked. Unit failed to pass the sleep current measurement due to high currents. Unit failed to pass the self test due to led anomaly. Unit was successfully download using thus for history files and trace files. Failed battery test occurred on ((B)(6) 2023 21:35), low battery alert ((B)(6) 2023 17:41), replace battery now ((B)(6) 2023 21:35) and power loss alarm ((B)(6) 2023 21:39) in the history files and traces. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcb 1, force sensor, and keypad flex cable pins. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, broken belt clip rails. P-cap was attached and locked into place properly device test failed is confirmed due to led anomaly. Exposed to moisture is confirmed at the pcb 1, force sensor, and keypad flex cable pins. Blank display is not confirmed. Keypad was responsive during testing and not confirmed. No delivery alarm unknown timing is confirmed due to an unexpected insulin flow blocked and due to moisture damage on the force sensor. Unexpected battery power loss is confirmed due to moisture damage on the electronic stack. Led is confirmed due to moisture damage on the keypad flex cable pins. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump was exposed to fluid, main button on the pump got stuck and then the pump didn't turn on again. Troubleshooting was not performed and found that the pump was exposed to moisture. The keypad buttons were unresponsive. No harm requiring medical intervention was reported. It was noticed that the customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.